Manufacturer narrative:
The impella pump has been returned for evaluation but has not yet been evaluated. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The user facility reported that a 69-year-old female patient had an impella rp pump placed to support an mvr the day prior. An echo was requested for possible clot, prior to rp insertion and was denied. The right ventricle (rv) was found to be akinetic. The rp was placed and supported until suction occurred with multiple pump stops. The team was unable to restart the pump successfully, therefore the pump was wired out and removed. Their suggestion was to explant this rp and place a new rp, however the team did not have another un-expired rp pump available to replace it.

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Upon investigation of the returned pump, a clot was observed around the bottom of the impeller and the purge gap. However, the issue did was not reproduced during testing. The root cause of the pump stop was determined to be biomaterial.